Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical; the malfunction was duplicated and attributed a battery pin within the battery well was not seating properly. The battery pin was reseated to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.